Manufacturer narrative:
Philips has investigated this complaint. The customer reported that the system does not start up. No further information regarding the issue has been provided. No service has been performed by philips since the quotation was cancelled by the customer as the resolution was provided in a different wo (duplicate case) by the fse. To date, there have been no further reports of this issue. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not start up. No harm has been reported to philips. Philips has started an investigation of this complaint.